Manufacturer narrative:
The customer's calibration and qc results and system alarm trace were requested but not provided. The customer inspected the patient's sample and no fibrin or clots were observed. The customer sent 10 random patient samples to another facility for comparison testing and the results matched. The customer reported qc issues with magnesium and found liquid on top of and around the wash station. The field service engineer replaced the sample probes and observed dried solution on top of the reagent area. The customer performed qc and precision testing and had acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable mg2 magnesium gen.2 results for 5 patients tested on a cobas integra 400 plus. The customer confirmed magnesium calibration and qc were acceptable prior to patient testing. The customer provided examples of questionable magnesium results for two patients. On (B)(6) 2021, patient 1's initial magnesium result was not reported outside the laboratory as the result did not match the patient's history. The customer performed repeat testing with the patient's sample on the same cobas integra 400 plus. The customer determined the repeat results were correct and the repeated results were reported outside the laboratory. Patient 1's initial magnesium result was 3.9 mg/dl. The patient's repeat results were 2.1 mg/dl, 2.1 mg/dl, and 2.1 mg/dl. On (B)(6) 2021, patient 2's initial magnesium result was reported outside the laboratory. The reported result was questioned and the customer performed repeat testing on the same cobas integra 400 plus. The customer determined the repeat results were correct and a corrected report was provided. Patient 2's initial magnesium result was 3.2 mg/dl with a data flag. The patient's repeat results were 2.0 mg/dl and 2.0 mg/dl. The magnesium reagent lot number was 52297501 with an expiration date of 30-sep-2022.